Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that medication did not all go into the pump and instead was outside of pump. There was a crack in the needle or something during the refill and patient was overdosed. They pulled the drug out and put in saline. He had an awful metallic taste in his mouth. No further complications were reported.